Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely shortly after implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, urgent device replacement was recommended. This device remains in-service at this time, and this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely shortly after implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, urgent device replacement was recommended. This device remains in-service at this time, and this investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely shortly after implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, urgent device replacement was recommended. This device remains in-service at this time, and this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. This pacemaker was eventually returned for analysis.